Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced air and water channel issues with the air and water flow system. The event occurred during the procedure. There was no delay with the intended diagnostic procedure. The procedure was completed using the same device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a clog within the nozzle of the device. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer did not clean, disinfect, or sterilize the device before sending it to olympus, (b.) The customer does not know wheat the foreign material could be, (c.) There was no delay in the pre-cleaning process, (d.) The customer did not flush the auxiliary water channel with water, (e.) The customer states there were no abnormalities in the accessories used for reprocessing, (f.) The customer presoaked the endoscope in the detergent solution, (g.) The customer flushed the auxiliary water channel with the detergent solution, (h.) There were no other concerns about the reprocessing cycle of the device. The device was returned to olympus for evaluation. The customer¿s allegation of air and water flow issues was confirmed, and was due to the clogging of the nozzle with foreign material. Additionally, the following findings were also identified, and are as follows: (a.) Labels were found peeling, (b.) The evis imager had a cutting image on the top left corner, (b.) The play on the control knobs play of the up/down and left right knobs were out of specification, (c.) The control knob movement was heavy when manipulating the up/down ud knob, (d.) The plastic distal end cover had a chip, (e.) The cement of the objective lens was found peeling, (f.) The cement of the light guide lens was found peeling, (g.) The nozzle was clogged,( h.) The glue of the bending section cover was cracked, (I.) And the air/water supply was clogged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.